Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify crease sharp opening on anterior. Stress mark. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a crease sharp opening on anterior assessed as fold flaw opening.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b.6.b, h6.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted. Additional information received device has been explanted and replaced.